Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, osteosynthesis of the distal humerus was performed. The elbow system equipment was used. At the time of placing the distal screws, the screwdriver presented a problem. When the screws were inserted, the tip of the screwdriver was isolated and the surgeon had difficulty and took time to adjust the screws. It was resolved intraoperatively by using another screwdriver. The procedure is terminated without affecting the patient. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for one (1) stardrive screwdriver shaft t8 cylindrical with groove. This is report 1 of 1 for (B)(4).